Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify a35 alarm due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure alarm. The customer¿s blood glucose was 225 mg/dl at the time of incident. Customer also reported that drive support cap was appeared to be normal. The customer was unable to clear alarm. The customer was unable to complete insulin pump rewind. The customer was assisted with troubleshooting. The customer was advise to discontinue the use of insulin pump and revert to backup plan as per health care professionals. The device will be returned for analysis.